Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported event occurred due to external stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device broke and could not be connected to the reprocessor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in september 2012 based on the three-digit lot number. The specific date could not be determined with that information. The subject device was sent to olympus for evaluation. During inspection and testing, the metal clips and lock lever were detached. The metal clip and lock lever were not returned. In addition, there were scratches on the stainless steel of the slide adaptor section. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.